Event description:
The customer initially reported a leak from the cta (closed tube aliquotter) probe on their unicel dxc 600i synchron access clinical system. The customer described the volume of the leak as approximately 10 milliliters and with fluid found on top of patient sample tubes. During the service visit, the fse (field service engineer) determined the leak was from the cap piercer and the initial description provided by the customer was incorrect. No erroneous results were generated. The operator was wearing personal protective equipment and no injury or exposure was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the source of the leak was the cap piercer and the initial description provided by the customer of the cta (closed tube aliquotter) leaking was incorrect. The fse found an obstruction in the fitting on the cap piercer drain tube line #118. The fse removed the obstruction from the drain tube line to resolve the issue, no further leaking was observed. The beckman coulter internal identifier for this event is (B)(4).